Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged causing inappropriate pacing. Surgical intervention was performed and the lead was explanted. The lead was discarded following the procedure. No adverse patient effects were reported.